Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgeon used the thread on 3 occasions, but on 2 other occasions the thread broke while the surgeon was suturing. Further information has been requested.